Event description:
The pt reportedly experienced sound quality issues. The pt's issue has been carefully monitored and testing of the device showed ongoing out of range impedances. Surgery to explant the pt's device has been scheduled.